Event description:
A tandem mobi cartridge alarm was reported. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating there was no adverse impact. The customer will continue using a current pump while a replacement pump has been sent by customer technical support (cts). Cts confirmed the details and provided instructions on storage mode and the return process for the problematic pump. Additionally, the customer was informed about the updated software on the replacement pump and acknowledged the guidance.